Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using the customer¿s ac adapter. During bench testing, the ventilator was plugged in and the ventilator ventilated properly. Internal inspection did not reveal any abnormalities with the ventilator. External inspection of the pigtail showed no signs of frayed cabling. Further inspection did not reveal any indication that the ventilator was wet.

Event description:
It was reported to carefusion that the unit was "sparking" when the ac charger is connected to the ventilator. The customer also reported that it may have gotten wet. It is unknown whether there was any patient involvement associated with this complaint.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.